Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the while the surgeon was attempting to insert the guide wire for spiral blade aiming arm the wire would not pass through the aiming sleeve. To complete the case a different instrument set was required to be opened to replace the inoperable wire guide, for spiral blade aiming arm. There was a five (5) minutes surgical delay. The procedure was successfully completed. There were no fragments generated. Patient outcome was unknown. This complaint involves one (1) driving cap/threaded. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part number: 03.010.523. Synthes lot number: l811201. Manufacturing site: bettlach. Release to warehouse date: june 29, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: l814084) was received at us customer quality (cq). Visual inspection of the complaint device showed the tip had broken off. The driving cap had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. Device failure/defect identified? Yes. Dimensional inspection: manufactured revision specified dimensions: shaft od . Groove diameter. Measured dimensions: shaft od = conforming. Groove diameter= conforming. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal tip has broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within the pie. A sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Please refer to the related action. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.